Event description:
It was reported by the patient's brother that the patient was informed their device is not "working right" and the patient's heart rate was in the 40s. It was later reported by a company representative that the patient's device was at end of life [eol] and could not be interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. For use by user facility/importer (devices only). (B)(4).